Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection found teflon pad damage on the clamp arm. The teflon pad was found coming-off or sticking out from its attachment. Additionally, a piece of the teflon pad was sticking out at the back-end. No missing material was observed. This damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Further inspection identified that one of the blade edges was indented at the tip. This observation is unrelated to the teflon pad damage. A review of the provided image and video was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that the teflon pad looks ¿shifted¿ from its normal position, indicating there might be something off with the proximal pad, that made the teflon pad slide over. No fragments appeared to be missing based on the image and the video clip. .

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was in use for approximately 5 minutes and the instrument teflon pad "snapped" and a piece allegedly fell inside the patient. The entire fragment was retrieved during the same procedure. The user completed the procedure with a backup instrument with no further issue reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: all the fragments were retrieved during the same procedure. There was no additional surgical procedure or post-operative test performed. The instrument was inspected prior to use with no damage observed. The instrument was used for dissection for 10 minutes prior to the break. There was no instrument collision or functionality issue, and the instrument was not removed prior to the break during the procedure. There was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument upon final removal. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.